Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The low voltage 4 conductor developed a fracture due to flexing while in vivo. The low voltage 3 conductor developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pauses noted. There was high and unstable thresholds on the right ventricular (rv) lead. There was also low impedance and oversensing noise and inhibited pacing on dependent patient. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.